Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analyst noted that the distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, after the lead had been in the body, the helix was noted to be bent. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.